Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that this damaged iol was user error and not a manufacturing defect.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A administrative for a healthy group reported a damaged lens during an intraocular lens (iol) implant procedure. It is unknown if there was patient contact but there was no reported patient harm. Additional information has been requested.